Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of automated peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak identified during use of a homechoice cassette. The leak was further described as ¿the table is wet¿; however, the location of the leak could not be found. Renal therapy services assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.